Manufacturer narrative:
H3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found a flexible drill broken into two parts inside a pouch. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a knee arthroscopy, a flexible drill broke, its fragments were recovered using the pin guide. Surgery continued without any delay with the same device as the part of the procedure where it was needed had just finished; therefore the originally drilled bone was used and no voids were left in the patient. Patient´s health is stable. No further complications were reported.